Event description:
Information was received indicating that a smiths medical pump presented with error code 41622-1003. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "system fault" message. A functional test was conducted and the reported "error code 41622-1003" issue was unable to be duplicated after multiple tests. The cause of the issue was unable to be determined, however, there was debris and dust accumulation on the motor gears and train. The motor gear and train were cleaned as a preventative measure.